Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the reported issue, investigation found damage to the instrument grips and the instrument failed clip test due to misapplication of the clip. The instrument passed engagement and retained clip through engagement, but the instrument could not apply the clip.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the clip issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the large hem-o-lok clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is considered a reportable event due to the following conclusion: it was reported that during a da vinci-assisted surgical procedure the large hem-o-lok clip applier instrument had a clipping issue. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported during a da vinci-assisted procedure, the large hem-o-lok clip applier instrument had an issue with the clip application. The site completed the procedure with no reported patient injury.